Manufacturer narrative:
(B)(4).

Event description:
It was reported that the connection between the needle and syringe was found not secured in use and the two parts would separate. Another set was used.

Manufacturer narrative:
(B)(4). The customer returned one opened kit with various components including one catheter-over-needle and two arrow raulerson syringes (ars) for evaluation. Visual inspection was performed and no issues were identified. The catheter-over-needle required normal force to be removed from the ars syringes. The ars and needle were used to aspirate and purge water. No issues were identified. A device history record review was performed and no relevant findings were identified. The customer reported of the syringe/needle connection not being secure was not confirmed during the complaint investigation. The returned ars and needle were visually and functionally evaluated and no issues were identified. A device history record review was performed and no issues were identified. As no problem was found with the returned sample, no further action shall be taken at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the connection between the needle and syringe was found not secured in use and the two parts would separate. Another set was used.